Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving lioresal (baclofen) 500mcg/ml with an unknown total dose via an implantable pump for no known indication for use. It was reported on (B)(6) 2016 that they were able to aspirate, but that it was going very slowly with only about 1 drip per 2-4 seconds. It was confirmed proper needle orientation and company refill kit was being used. It was suggested to try turning the needle. It was asked if they tried a different kit, and they had not tried that yet. It was reviewed it was possible air was introduced into the pump and to keep holding back negative pressure. Turning the needle caused flow to speed up a bit, but they may try a different kit after hanging up. It was noted patient, company representative, and healthcare professional were all on speaker so did not ask further details at time of call as they were in the middle of the procedure and rep needed to get another kit ready. No symptoms reported related to this event.

Event description:
Additional information received on (B)(6) 2017 from a company representative (rep) reported patient and healthcare professional information. It was noted patient had a successful refill and was getting great therapy. Rep did not know why it was hard to aspirate from the septum. No troubleshooting was done.